Event description:
The hcp reported that the device was explanted due to "needing much more pain medicine." A dye study was performed and "slight fibrosis was noted around connector - trimmed and connector replaced." The device was replaced with a similar device. Pt outcome was not reported.